Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine testing the cardiosave intra-aortic balloon pump (iabp) is leaking helium. No patient involved. No harm.

Manufacturer narrative:
Updated fields: b4, b6-additional comments, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) performed the helium leak test and observed the unit was leaking more than 20psi in 5 minutes. To remediate the leak, the fse replaced the o-ring and added vacuum grease. After repairs, the unit is in good condition and fully functional.